Event description:
It was reported the pt lost effective stimulation therapy on her left side and experiences uncomfortable unintended rib stimulation following a fall. The lead has migrated. Attempts reprogramming were unable to resolve the issue. The pt has not yet decided what, if any, course of action she wishes to undertake.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.